Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a clindex notification was received via email indicating that information from a clinical study (shoulder arthroplasty registry, iirr 00608) had been obtained. The report stated that the subject underwent shoulder arthroplasty on (B)(6) 2026, during which a univers revers apex system was implanted. Implanted components included a size 39 glenosphere with 4 mm lateral offset, a 3 mm humeral liner, an augmented baseplate (aug mgs 24¿10-degree +2 full wedge), a press-fit stem (size 6), and a size 39 suture cup with neutral configuration, with humeral inclination of 135° and version of 20°. Postoperatively, the subject reported that while holding a hard hat under the right shoulder, a sensation of shoulder dislocation occurred along with an inability to move the shoulder. The subject was advised to present to the emergency department for further evaluation and imaging. While in the emergency department, the subject reported that the shoulder appeared to have spontaneously reduced, described as a ¿click¿ back into place. Since the initial event, the subject reported experiencing subsequent episodes of similar suspected dislocation or instability, increasing in frequency. The reported adverse event was classified as a dislocation with a severity assessed as moderate. Device causality was assessed as probably related. The event was documented as not related to trauma. No device breakage or malfunction was reported. On 26-jun-2026, a follow-up clindex notification was received via email providing additional information regarding the previously reported shoulder dislocation event the follow-up notification confirmed that, following the initial reported episode, the subject continued to experience recurrent episodes of suspected shoulder dislocation or instability, with the frequency of episodes increasing over time. The notification further reported that the subject subsequently underwent revision surgery on (B)(6) 2026. At the time of the follow-up report, the outcome remained ongoing and unchanged.